Event description:
It was reported that an asymptomatic patient presented in the emergency room with a device that was post-paced t-wave oversensing on the ventricular lead. The patient rec'd inappropriate antitachycardia pacing and high voltage therapy. The device was reprogrammed and later explanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.